Event description:
It was reported that the rv lead was explanted due to sensing and capture issues that resulted in high thresholds. No patient complications were reported as a result of this event. A form 3500 was received and further reports that the "...patient required removal of aicd lead due to rv lead sensing and capture difficulties resulting in high thresholds.